Event description:
It was reported that during implant, upon attachment of all implanted leads to the device t-wave oversensing (twos) was noted upon interrogation. Despite multiple right ventricular (rv) lead repositions and extensive troubleshooting the twos continues to be noted. Following consultation it was decided to remove the device and replace it with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.